Event description:
Patient reported over the past 6 months, he has been experiencing elevated blood glucose of 150 - 170 mg/dl. His normal blood glucose is around 100 mg/dl. Patient indicated that he felt symptoms of headache and excessive thirst. He stated that he administered a bolus to address the elevated blood glucose level. Patient reported that his blood glucose level would decrease and then increase again. He alleged his infusion device was not delivering enough insulin. No medical assistance was required. Product was requested to be returned for evaluation.